Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device. This occurred while the patient was connected for the initial drain cycle of peritoneal dialysis (pd) therapy. The home patient (hp) was connected and observed air in the line at the time of the alarm. The hp had no information regarding whether or not the patient line was primed properly prior to connecting. A technical service representative (tsr) reviewed proper procedures with the hp. The hp planned on completing therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.